Event description:
It was reported that pump displayed malfunction alarm code but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump, assisted customer with reset, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if any malfunction code appeared again, which customer acknowledged and understood.